Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
During the cataract surgery with intraocular lens (iol) implant procedure the plunger passed over the sectional lens breaking one of the haptics. The physician realized that the lens was implanted in the eye, so lens was needed to split to remove it. The procedure was completed by replacing the another lens. There was no patient harm reported. Additional information has been requested.